Event description:
During a scheduled coronary atherectomy on an (B)(6) male, the tip of the diamondback atherectomy device broke off in the proximal circumflex, possibly due to extensive calcification in the vessel. Multiple attempts were made to retrieve the tip, but were not successful. This caused the procedure to be prolonged.